Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 526 mg/dl, 250 mg/dl, 301 mg/dl and 227 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strip had been depleted, so no product will be returned for evaluation.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular (rv) shock lead portion may have caused or contributed to a >125 ohms shock impedance value. A revision procedure was required to address the issue. Boston scientific crm technical services consultant suspected a marginal setscrew issue may be the reason for the out-of-range impedance measurement since testing, including defibrillation threshold testing (dfts) at maximum energy shock were done with normal result. There were no reported adverse patient effects associated with these clinical observations.